Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that during a follow-up call with the patient, it was mentioned that the patient had 400ml post-void residual (pvr), but is refusing a catheter. The patient feels that they have been emptying their bladder well, but clearly, pvr is high. It is unclear if the patient was ever below the 150ml threshold their physician requires for them not to cath, since at the patient's last visit in march, the patient had refused to do a bladder scan. The patient has had several urinary tract infections (utis) over the last several months, due to high retention volumes. The physician assistant (pa) believes the patient will need to have a foley and that the axonics system is not the right treatment for this patient. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 supplemental record being submitted to add to (b5) summary.

Event description:
It was reported that during a follow-up call with the patient, it was mentioned that the patient had 400ml post-void residual (pvr), but is refusing a catheter. The patient feels that they have been emptying their bladder well, but clearly, pvr is high. It is unclear if the patient was ever below the 150ml threshold their physician requires for them not to cath, since at the patient's last visit in march, the patient had refused to do a bladder scan. The patient has had several urinary tract infections (utis) over the last several months, due to high retention volumes. The physician assistant (pa) believes the patient will need to have a foley and that the axonics system is not the right treatment for this patient. There were no additional patient complications. The representative has not spoken with the patient since (B)(6) 2025. No specific date of when the uti's started is given. It is unknown if the patient was prescribed any medication or if the infection was resolved. The patient had their follow-up appointment with their urology clinic. The representative is not sure if the patient wishes to have the device removed; however, neither the patient nor the physician assistant has discussed removal. The next step for the patient is to have a catheter placed.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 supplemental record being submitted for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "infection, urinary tract" and "urinary retention" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a follow-up call with the patient, it was mentioned that the patient had 400ml post-void residual (pvr) but is refusing a catheter. The patient feels that they have been emptying their bladder well, but clearly, pvr is high. It is unclear if the patient was ever below the 150ml threshold their physician requires for them not to cath, since at the patient's last visit in march, the patient had refused to do a bladder scan. The patient has had several urinary tract infections (utis) over the last several months, due to high retention volumes. The physician assistant (pa) believes the patient will need to have a foley and that the axonics system is not the right treatment for this patient. There were no additional patient complications. The representative has not spoken with the patient since (B)(6) 2025. No specific date of when the uti's started is given. It is unknown if the patient was prescribed any medication or if the infection was resolved. The patient had their follow-up appointment with their urology clinic. The representative is not sure if the patient wishes to have the device removed; however, neither the patient nor the physician assistant has discussed removal. The next step for the patient is to have a catheter placed.